Event description:
A pt allegedly rec'd "bright red patches, raised, rough blisters" where 2 tens electrodes had been placed the night before. The irritation occurred on the pt's thigh area. The pt was using the electrodes in conjunction with a "lumiscope 2000t" stimulation unit. The pt was prescribed the electrodes and stimulation device under the care of a health care professional, however this event occurred during unsupervised use by the pt. The pt administered the treatment in 2004 from 6:00pm to 12:00am. Several attempts by the MFR have been made to gather add'l info from the pt without success. The electrodes involved in this event have not been returned to the MFR. Based upon the info rec'd to date it is unclear if secondary medical treatment was required or administered to treat the "bright red patches, raised, rough blisters" (as reported by the pt).